Manufacturer narrative:
A follow-up report will be submitted upon completion of he investigation.

Event description:
The customer reported that the self inspection test does not qualify. There was no reported patient involvement.